Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions: 1. Avoid suturing through the drains to minimize the possibility of breakage. 2. Drains should lie flat and in line with the skin exit path. 3. Particular care should be taken to avoid any obstacles to the drain exit path. 4. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. 5. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that part of the drain ripped and a piece of the drain was left inside of the patient. An additional surgical procedure had to be performed in order to get the piece of the drain out of the patient.